Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). A batch record indicates no discrepancies. Pm logs were checked and pm's were completed. Affected amount: 3pcs duoderm h/active gel 30g was manufactured under sap code 1002859 and manufacturing lot number 0j03677. Lot # 0j03677 was sterilized under lots 20i05k3066 and 20i05k3068 and released on review of results of sterilization provided by sterilization company baxters. All of the results were within specification and product were released. The production process, in process testing and packaging of products was run in accordance with pi12-017 ver. 28.0 for gel. Visual inspection in accordance pi12-017 was completed at the beginning of the order and every 15 minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot 0j03677. This is the only complaint for the affected lot registered within tw8.7. 6 photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photos confirm the expected product and show damaged tubes. It does not however show the tube to be broken, punctured or have a hole in it. The tubes are all hand packed into cartons so it is unlikely the tubes would have been dented when packed as they are 100% inspected during the packing stage. Operators have been made aware of the complaint issue. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 1000317571.

Manufacturer narrative:
MDR 1000317571-2021-00124. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that the tube was damaged but it did not result in breaking or puncturing. The product was not used on patient. A photograph depicting the issue was received from the complainant.